Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula did not deploy; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
Download data shows the device delivered 21 first prime pulses and was deactivated at 31 pulses. During the first priming sequence, a second confirmed open was triggered earlier than expected due to a rotational sensor error, resulting in first prime ending prematurely. This caused the completion of second prime to occur without the needle mechanism deploying. Excessive skived material was observed on the commutator cap, indicating that the commutator cap was incorrectly installed. It could not be conclusively determined if this contributed to the rotational sensor malfunction in the original data.